Event description:
It was reported that the patient underwent a cervical procedure at c3-c5. Two screws were broken at c3 post op. It was reported that the fusion was completed. A revision surgery to remove the implants was performed approximately six years post implantation. No other complications were reported.

Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 876-015, 510k # k970806 was cleared in the united states. Lateral (sagittal) t2 and stir imagines of c2/3, c3/4, c4/5 with severe cervical stenosis and myelomalacia behind. C3/4 post op shows acdf with bone graft and plate c2-c3-c4 with good decompression. Final lateral CT shows c3 screws fractured with stable asthrodesis c3 screws back out. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.